Event description:
An ipp device was implanted, date not provided. Info received on 7/3/97 indicates the pump and cylinders were removed from the pt, date and reason not indicated. Unable to obtain add'l info.